Event description:
A customer reported receiving an error 318 on their precision xtra blood glucose meter, and as a result, could not properly obtain a blood glucose result. They then reported feeling as if their speech was "scattered," and not making any sense. Although they did not report being treated at a healthcare facility or an emergency room, the customer reported being diagnosed with hyperglycemia, and being administered approximately 3-5 units of insulin in order to stabilize glucose levels. Exact details surrounding the diagnosis and treatment are unknown at this time.

Manufacturer narrative:
Customer returned precision xtra blood glucose meter with serial number qa3418-3069 and test strips with lot number 11053. However, the test strips had an expiry date of september 2006. Approved test strips were then used to conduct testing. The complaint was not confirmed and no new issues observed. All results were within the range specifications and no errors or other issues were observed during control solution testing.